Manufacturer narrative:
Additional information received on 04-jun-2025: complained product will not be available.

Event description:
Metal bit came off the head - oral-b [device breakage]. [Oral-b brush head] are fake... Don't look genuine [suspected counterfeit product]. Case narrative: consumer called and stated that a metal bit came off the brush head and they think that brush heads are fake. No injury was reported. Follow up: complained product will not be available.